Event description:
It was reported that the patient was presented in clinic with symptoms of syncope. The patient was transported to hospital and imaged. The right ventricular lead dislodged and intermittent capture was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.